Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with d&c and novasure ablation. In (B)(6) 2007, the patient underwent tah/bso.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported following insertion of the mesh the patient experienced dyspareunia, mesh erosion and underwent excision and revision of vaginal vault mesh. It was reported that on (B)(6) 2007 the patient underwent a gynecological procedure in order to treat vaginal vault prolapse, cystocele, and rectocele and mesh was implanted. It was also reported that the patient used the medications tenormin, premarin, zoloft, ativan, tricor, and vagifem. It was reported that following insertion of the mesh the patient experienced pain, erosion, dyspareunia and vaginal scarring, and abnormal bleeding. It was reported a portion of excision of mesh was surgically (B)(6) 2007. It was reported the patient underwent cystourethroscopy on (B)(6) 2008. It was reported the patient experienced mesh erosion and underwent excision of anterior and posterior mesh, anterior colporrhaphy with perivaginal repair, vaginal vault suspension of uterosacral ligaments, vaginal enterocele repair, posterior colpoperineorrhaphy and cystoscopy on (B)(6) 2009. The patient underwent takedown of vaginal constriction, and vaginal adhesions and cystoscopy with hydrodistention on (B)(6) 2009 due to vaginal scarring, dyspareunia and pelvic pain. (B)(4).

Manufacturer narrative:
(B)(4)